Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. Customer is a child - school nurse and customer's father are calling on his behalf. The customer is concerned with test results from results obtained of hi. School nurse had tested the customer twice and obtained hi; nurse had obtained an order for a correction dose for insulin. The customer is a newly diagnosed diabetic and does not have an expected glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was unable to be performed by the customer. The product is stored according to specification in the school nurse's office. The test strip lot manufacturer's expiration date is 04/14/2019 and open vial date was not provided. The meter memory was reviewed for previous test result history: (was not able to obtain the last five results): (B)(6). Did not obtain last 5 results and was unable to perform any tests at the time of call.